Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six events were reported for this quarter. Six devices were received for evaluation. Six events were confirmed. Five devices were found to be affected by disassembly. One device was found to be affected by missing components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device disassembled. There was no patient involvement; no patient impact.